Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 9 am for a high blood glucose level of 1000 mg/dl. The customer's blood glucose at the time of the call was 671 mg/dl. The customer was assisted with trouble shooting and found that the cannula was not bent. The customer's pump passed all test functions. However, the customer stated that they lost confidence in the pump and wanted the pump replaced. The customer was sent a replacement insulin pump. The customer was assisted with trouble shooting and no further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.